Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced rapid battery depletion, showing 100% after charging but nearing empty within several hours, without exposure to liquid or impact, and a replacement device was provided with instructions for shutdown, data sync, and return of the original device. Symptoms included no changes in blood glucose and no reported adverse clinical effects. Outcomes included replacement of the device and continued cgm use via the dexcom app or receiver. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.